Event description:
Catheter had been in place for a few days and it was discovered to be leaking from under the skin and out the exit port. Catheter removed and replaced. Catheter found to have split in it. (Red lumen).